Manufacturer narrative:
This report was originally filed under report #2936999-2017-00093. The sample was returned and visual examination showed that the shape returned unit had been altered using the stylet wire. The stylet wire was removed and inflation/deflation testing was successful. There was no fault found with the device. The probable root cause is that the cuff test was carried out when the shape of the tube was incorrectly altered with the stylet wire.

Event description:
The customer reported that it was necessary to add a more pronounced curvature on the endobronchial tube, as required during a difficult intubation with the glidescope. The tracheal and bronchial cuff inflated and deflated prior to insertion to the test the cuff. As this was a difficult intubation, the tube tip was curved to test the cuff. The tracheal cuff could be inflated but not be deflated completely. There was no patient involvement.